Event description:
It was reported by bartels et al in a literature publication titled ¿fusion around cervical disc prosthesis: case report¿ that: a (B)(6) man and a (B)(6) woman underwent a right-sided anterior cervical discectomy because of pain in the right arm resulting from a herniated disc (c5¿c6). A cervical disc prosthesis (bryan disc prosthesis) was implanted. Postoperatively, the patients were completely free of pain. At the regular 1- and 2-year follow-up examinations, bony fusion was seen on plain x-rays of the cervical spine. The patients were still completely free of signs and symptoms. A (B)(6) otherwise healthy woman was referred to our hospital because of radiating pain in the right arm that had not responded to conservative treatment for 4 months. A right-sided cervical anterior discectomy at c5¿c6 was performed, and a herniated disc was removed. No signs of calcification within the posterior longitudinal ligament were present. The postoperative course was uneventful. The patient was free of complaint. A postoperative x-ray of the cervical spine showed correct position of the implant. Six weeks postoperatively, flexion and extension x-rays clearly showed motion at the level of the prosthesis. One year postoperatively, a bone spur was seen on the lateral x-rays. With flexion and extension, the interspinous distance was found to differ by 2 mm. However, the functionality of the disc prosthesis was already questionable. One year later, x-rays clearly showed a non-functioning disc prosthesis because of fusion. The patient was still free of signs and symptoms

Manufacturer narrative:
Literature citation: bartels et al. Fusion around cervical disc prosthesis: case report. Www.neurosurgery-online.com. E194 / volume 57 / number 1 / july 2005. (B)(4). The device was not returned to the manufacturer for evaluation. Dynamic lateral views taken 6 weeks postop show bryan tdr at c5/6. In the initial dynamic films one can see that the two plates of the bryan tdr remain in flexion even when the cervical spine is extended. It appears that the posterior disc space was not adequately released such that insertion of the tdr caused endplate subsidence or fracture posteriorly. The postero-superior corner of c6 and the poster-inferior corner of c5 are nearly abutting in the immediate postop films, with the posterior aspects of both tdr plates subsided. This suggests loss of cortical support of the endplate due to inter operative damage. Fractured bone placed in close proximity is at very high risk of callus formation and ankylosis. Subsequent films taken two years postop verify that there is posterior ankylosis and no movement is occurring through c5/6 on dynamic views. Although this can happen to any tdr and the causes are multiple, it appears in this case that operative technique was critical in causing this particular failure.